Event description:
The device was returned due to mechanical hardware failure (air compressor). Unit has pump alarm at start up. Log files indicated mechanical hardware failure (air compressor) and unit failed recharge test. Internal investigation found lcd screen dim/brightness not correct and lever arm retaining plate is damaged. Air compressor, lcd touch screen, and lever arm retaining plate will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: nurse reported: "service needed pump problem alarm on pump unresolved with power cycle. She was not aware of initial scenario r/t alarm as it was left for her. Logs pulled. " injury/adverse reaction: unknown. Active infusion stopped: n/a. A preliminary review identified the following issue: mechanical hardware failure (air compressor) active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.